Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire stuck, difficulty to deploy and spline inversion were experienced. During the procedure, the physician observed stiffness in the deployment toggle. Subsequently, the guidewire seemed to be stuck. Upon removal from the patient, it was discovered the splines were deformed. The catheter was replaced, and no tissue was seen at the tip of the catheter or guidewire. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no damage observed on the device. No issues regarding the splines were observed. During functional testing a guidewire was inserted, and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected to further inspect the guidewire lumen. Upon dissection it was noted that the guidewire lumen was heavily damaged in the distal section of the inner hypotube. Boston scientific concluded that it is likely that the damage in this location potentially occurred when the catheter was deployed and undeployed without a guidewire inserted.

Event description:
It was reported that guidewire stuck, difficulty to deploy and spline inversion were experienced. During the procedure, the physician observed stiffness in the deployment toggle. Subsequently, the guidewire seemed to be stuck. Upon removal from the patient, it was discovered the splines were deformed. The catheter was replaced, and no tissue was seen at the tip of the catheter or guidewire. The procedure was completed and there were no patient complications. The catheter was received for analysis.